Event description:
It was reported that a patient who underwent breast augmentation with a 500cc mentor memorygel breast implant experienced left sided infection post procedure. As a result, explant was performed on (B)(6)2023.

Manufacturer narrative:
During visual evaluation of the image provided, some bubbles were observed in the gel. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Reason for device explant and/or reoperation: infection mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on january 25, 2024. The investigation of the returned device was completed by the failure analysis lab on january 30, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, some bubbles within the gel were observed on returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).